Event description:
A 6 mm diameter x 30 mm length bridge assurant billiary stent delivery system was inserted into a pt for the endovascular treatment of a renal artery stenosis in 2004. Lesion and vessel morphology are unk. The lesion pre-dilated. The stent delivery system is compatiable with a 0.035" guidewire. It was reported that the physician experienced difficulty using a 0.018" guidewire and while switching the guidewire out for a 0.035" guidewire the entire delivery system moved. The stent was reported to have dislodged and was retracted to the groin using a snare. It was reported that the stent was surgically removed from the pt. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the device and its analysis is pending.